Event description:
The customer's fiance reported that the customer received an error message on their precision xtra meter and as a result, the customer experienced "low blood sugar," convulsions and seizure. The customer self treated with juice and coffee to counteract the medical event. No third party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The customer's product has been requested back; however, no investigation is required. The customer was using expired test strips.